Event description:
Boston scientific received information that this right ventricular (rv) lead was pulled apart at the terminal pin after pulling out of header during device change out. Additional information was received that the field representative could not confirm that it was stuck and did not believe that the physician loosened both setscrews prior to pulling on the lead. The lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.